Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit has an error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Resolution and disposition: the manufacturer's field service engineer (fse) was dispatched to the site and replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.